Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported no glucose alarm alert with a glucose scan of 2.9 mmol/l with a glucose limit set at 5 mmol/l, while using the freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer had a fall and was assisted by a nurse and 3 additional helpers. The nurse provided the customer with something to eat and paracetamol for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.